Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a posterior capsule tear was observed during a surgical procedure. A vitrectomy was performed to address the posterior capsule tear. The surgical procedure was completed. Additional information was requested.